Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The specific clip identification number associated with the reported event could not be verified. However, as lot information was provided for both clips implanted during the procedure, a lot history record review was performed for both lots. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A query of the electronic complaint handling database indicated there had been no similar incidents of single leaflet device attachment reported for these lots. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the posterior mitral leaflet was noted to be slightly restricted at the p2 segment. While it is possible that there was a suboptimal grasp of the leaflet, it was additionally reported that the clip was securely attached under visualization; it is possible that the patient condition contributed to the detachment of the clip from the leaflet; however, this cannot be definitively determined. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. In this case, the increase in mr was most likely a result of procedural conditions associated with the slda clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, resulting in increased mitral regurgitation. It was reported that on (B)(6) 2015, two mitraclips (one central and one medial, lots 41119u254 and 41020u117) were successfully implanted in a patient with wide jet functional mitral regurgitation (mr) with slightly restricted posterior 2 mitral leaflet, successfully reducing the mr from grade 3-4 to 1-2. Reportedly, there was no contact between the two implanted clips and the clips were well inserted on the mitral valve leaflets. On (B)(6) 2015, a discharge echocardiogram was performed showing the medial mitraclip had detached from the posterior leaflet and remains on the anterior leaflet (single leaflet device attachment/slda). The lot number of the slda clip could not be determined. Additionally, the mr had increased to grade 2-3. An x-ray was performed to assess clip stability; reportedly both clips remained stable and the medial clip had some movement. There was no treatment performed and the patient was discharged from the hospital. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the medial clip remained stable on the anterior leaflet. There was no movement of the medial clip on the anterior leaflet. No additional information was reported.